Event description:
While implanting the implant, it fractured while being positioned. The fractured component was removed and replaced with a new one of the same size.

Manufacturer narrative:
Method - device discarded after surgery.